Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ilet alert indicating sensor pairing and that dosing would stop soon while using a dexcom g7 continuous glucose monitor; the sensor was paired to the dexcom app but the user failed to pair it with the ilet, and support guided the user to enter the pairing code and pair the sensor to the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose was not affected. User support included communication with the user, interviews, and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.